Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the sonnet system received parts (sonnet control unit, d-coil, battery adapter, cover and cable) show strong burn marks on several locations, which have been most likely caused by an external energy source. The disposable and rechargeable batteries used with sonnet system cannot provide the amount of energy needed for this level of destruction. The received parts related to the charging unit (cable and power supply) are functional and do not show any abnormalities which would explain the observed event. This is a final report.

Event description:
The patient had problems with the new battery charger for the sonnet rechargeable battery: when inserted, the battery warmed up. However, the recipient still put the battery in the sonnet device but did not put the audio processor on the head. Then, the external device got damaged (melting plastic and black signs). External parts have been replaced. Rechargeable battery and charger have not been received for investigation. Other system parts have been received.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had problems with the new battery charger for the sonnet rechargeable battery: when inserted, the battery warmed up. It was noticed that the charger plug was taped. However, the recipient still put the battery in the sonnet device but did not put the audio processor on the head. Then, the external device got damaged (melting plastic and black signs). The device could not be opened anymore and the battery could not be removed anymore. The rechargeable battery was reportedly intact.